Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was to have a surgical scs lead implanted for a trial procedure. It was reported that intraoperative testing identified high impedance values on two of the lead contacts. The physician tried changing the trial cable and repositioning the lead to no avail. A new lead was used to complete the procedure which resolved the reported issue. It was noted that the procedure was extended by 20 minutes.